Event description:
The user facility reported a 72-year-old male with decompensated heart failure was implanted with an impella cp device for mechanical circulatory support prior to coronary artery bypass grafting procedure. During support, the patient's CT scan showed a small cerebellar infarction. The source is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Logs were returned and investigated. No abnormalities were found. Per the given clinical information, the root cause of the stroke issue was most likely patient condition related. The failure mode will be monitored and trended.